Event description:
An a40 device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles and error code e050 (ventilator inoperative). Due to the ventilator inoperative error, the main pca board was replaced. Additionally, extreme dirt and moisture contamination were found inside the device, and the device data identified additional unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was returned repaired.